Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition the customer reported a blood glucose level of 62 mg/dl, due to the customer not eating dinner. The bg level was addressed by consuming dinner. The customer declined any further follow up.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported low blood glucose event was identified.